Event description:
The manufacturer received information alleging a ventilator's peak inspiratory pressure was out of range. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's peak inspiratory pressure was out of range. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. The device was found to operate as designed.